Manufacturer narrative:
The elecsys troponin t gen 5 reagent lot number is 88249601 (expiration date: 31-jan-2027). The field service engineer inspected the analyzer and determined that worn pinch tubings caused the event. He performed preventive maintenance, which included replacing the seals, verifying the measuring cell nozzles, and replacing the measuring cells. He verified the analyzer's performance with blank cell measurements, instrument checks, and qcs. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t gen 5 assay results for two patient samples tested on the cobas e 801 analytical unit. Patient sample 1 the initial result was <6.00 ng/l with a data flag. The repeat result was 22.1 ng/l. Patient sample 2 the initial result was 137 ng/l. The repeat result was 66.2 ng/l.